Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a history/settings (history/settings issue) issue. It was reported that pump had a basal programming issue. There was no allegation of an adverse event with this complaint. This complaint is being reported because an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 4/27/2017 with the following findings: a review of the pump¿s black box history showed an unexplained loss of prime on (B)(6) 2017 at 22:20; the alarm was confirmed ten times. Insulin deliveries resumed at (B)(6) 2017 at 01:41. On (B)(6) 2017 at 02:44, an unexplained loss of prime occurred; deliveries resumed at 08:32. The unexplained losses of prime on (B)(6) 2017 and on (B)(6) 2017 at 02:44 are the reasons the basal history recorded 0.00 units for those dates. During testing, the pump¿s ¿ez-prime¿ steps were performed correctly. The pump correctly reflected 48 units after 24 hours on a 2 unit/hour duration test. No errors, alarms or warnings occurred during testing therefore the investigation was unable to duplicate the initial complaint. The battery cap and cartridge cap were not returned with the pump and test caps therefore they could not be tested. (B)(4).